Manufacturer narrative:
Date received by MFR: (B)(6) 2019. Date of report: (B)(6) 2019. The power management board was returned for failure analysis. During the failure analysis, it was determined that the u11 component was defective. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 08july2019. A follow up report will be submitted once the evaluation is complete.

Event description:
Customer contacted technical support stating that after having the user interface pcba replaced one week prior the unit will not power on. The customer reported there was no patient involvement.